Event description:
It was reported that the helix of the right ventricular (rv) lead extended spontaneously multiple times. The rv lead was successfully implanted after retracting the helix. The patient was in stable condition.